Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed for a motor error and no delivery during the manual prime. The blood glucose reading was 19 mmol/l. Customer was treated with the insulin pump. The reservoir came apart during troubleshooting. Another reservoir was inserted and insulin was able to exit during the manual prime. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.